Manufacturer narrative:
During the procedure, the deltapaq platinum microcoil ((B)(4)) did not detach. The detachment cable was without issue with coils implanted before. After the event, other coils were implanted. There were no adverse consequences to the patient, and the device was received for analysis. No further information was received. The coil was returned stretched at the proximal end with additional damage located on the fifth secondary winding off the ball tip. The distal section of the device positioning unit (dpu) with the attached coil was heat sealed in bubble wrap. This may have damaged the detachment fiber, the resistive heating coil, the electrical wiring, and the solder joint connection. This may have affected or damaged the electrical circuit and the related subcomponents. The coil was returned unsheathed and unprotected. The coil was removed through the rhv unprotected and was most likely damaged during this retraction. As viewed through the returned packaging, the hypotube that contains the electrical wiring inside has been severely kinked in multiple sections. Located off the proximal end at 60.0, 77.0, 91.0, 96.5, 116.0, and 174.0 (all in centimeters) are a series of severe bends and kinks on the hypotube. This post-procedural handling damage may have also affected the laboratory electrical testing of this dpu. The above damage has all been post-procedural in nature. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems green go light did not illuminate. The most likely contributing factor to the coils nondetachment was due to electrical wiring damage. The exact location of this damage cannot be determined, however it should be noted that the complete microcoil system was extremely damaged by post-procedural handling. Therefore, the circumstances of how and where this electrical damage occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It was not stated in the event description that a pre-deployment electrical check was performed prior to use. If the pre-deployment electrical check was not performed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding¿¿ the reported event could not be confirmed, due to the damages found during the analysis. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are inspected multiple times before final packaging. Although a definitive root cause conclusion cannot be made, but procedural factors may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the procedure, the deltapaq platinum microcoil (dfs10021020/(B)(4)) did not detach. The detachment cable was without issue with coils implanted before. After the event, other coils were implanted. There were no adverse consequences to the patient, and the device was not returned for analysis. No further information was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, additionally no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be conducted.

Event description:
During the procedure, the deltapaq platinum microcoil ((B)(4)) did not detached. The detachment cable was without issue with coils implanted before. After the event, other coils were implanted. There was no adverse consequences to the patient, and the device will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.